Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. According to the reporter: the balloon cannot be inflated during procedure. The patient was involved.

Manufacturer narrative:
(B)(4).